Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the application log's doses/primes were not dosed by the customer and having an issue with a plunger. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and it will be returned for analysis.

Manufacturer narrative:
Base line functionality test : failed. Displacement dose accuracy: failed. Attempt to pair with commercial app using 6.5 units. Inpen failed baseline and wireless functionality. The inpen was cut open to expose the electronics housing. Dust was observed in the dose knob and under the electronics housing around the clutch. This caused the pen to skip during dosing. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. However, abnormal movement was noted while dialing and dispensing a dose. Performed leak test and no priming / dispensing anomaly was noted. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen failed base line functionality test and displacement dose accuracy test. Attempt to pair with commercial app using 6.5 units. Inpen failed baseline and wireless functionality. The inpen was cut open to expose the electronics housing. Dust was observed in the dose knob and under the electronics housing around the clutch. Therefore, dose log inaccuracy was confirmed due to dust/debris causing inpen to skip while dispensing a dose. Prime/fill anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.